Event description:
Healthcare professional reported "right side deflation." Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold, wear abrasion, an opening on anterior, yellow particles on the shell, brown particles in the shell, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on anterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "right side deflation." Device has been explanted.